Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine continuously displayed the message searching for devices. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen displayed connecting and was continuously searching for wireless display and audio devices. A technical support specialist tested the device and found no visible issues. The device was rebooted, and no related errors or warnings were identified in the event viewer. The system functioned as intended after the technical support specialist tested the device.